Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. The pump had scratched display window and moisture damage on motor. (B)(4).

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 310 mg/dl. The customer treated with manual injection. The customer stated that his pump has water damage and it is not coming back on. The customer put the pump in a bag of rice and it still did not come back on. The customer stated that he was drying the pump off and water was coming out of the corners of the screen. The customer reported fluid under the lcd display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.